Event description:
The plaintiff alleges that while working as a certified critical care registered nurse, plaintiff was exposed to latex gloves. Plaintiff alleges that in 1999, following a rast test, plaintiff was diagnosed by dr as being allergic to latex. Plaintiff has now become sensitized to latex, and is now subjected to increased health risks. Also plaintiff is subject to an increased risk of anaphylactic reaction to latex products. Furthermore, plaintiff has suffered substantial injury, pain and suffering, as well as economic loss. Finally, the plaintiff's spouse has suffered the loss of support, and services and companionship of the plaintiff.